Manufacturer narrative:
Correction-h4- manufactured date.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked water tank cover, noisy pump, leaking block assembly, heater with burned wires, and stripped threads in interlock block. Device underwent functional testing by filing the tank with water, and powering it on. The reported customer complaint has been confirmed as a result of a stripped interlock block assembly. The problem source has been determined to be manufacturing.

Event description:
Information was received that device was leaking because of water beneath device when the device was not in use.

Event description:
It was reported that the device was found to leak water from the heating tank. No adverse effects to patient reported.